Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n160643004, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient fell in (B)(6) 2014. The patient ¿hit her lower back where the tubing is.¿ the patient had gone downhill after the fall last (B)(6). The patient was transferred to a new facility. The patient was transferred because of other medical problems. The other medical problems were not known to be related to the device or therapy. The patient reported the baclofen was not working as well. The symptoms started right after the patient fell. The patient was upright and in her wheelchair and could be out into the world but now despite increasing the dose from about 200-900, the patient is not getting better only tighter and tighter. The patient was now curled in her bed in a ball. The patient is getting worse and looks like a person that has had a stroke. The patient is so tight no one can even touch her. The patient goes into full rigor mortis state. The patient goes rigid like a piece of steel and had hard time breathing. The patient was at doctor¿s office and she had an episode where she was laying on the table and started telling the physician she was going to have an episode but stopped talking and went rigid. Her eye balls and her head went backward. The physician asked to give her more verced because she stopped breathing almost like a seizure. The patient started having these episodes then they stopped and she started curling up into a ball and then she couldn't sit in the wheelchair at all, then she couldn't sit up in bed up until now where she is curled up in bed in a ball. It looks like she had a stroke. It was noted that if this continues patient will be dead within a year. A dye test was done and everything was normal but it was noted that this happened prior and a problem with the pump/catheter was found. The physician confirmed there was no volume discrepancy. The patient started seeing a new doctor the prior week and she will continue troubleshooting the pump. They were trying to have the physician agree to replace the pump, catheter or both. The change was considered sudden. The patient¿s symptoms were worsening, patient getting tighter in (B)(6) 2015. The pump was used to infuse baclofen.